Manufacturer narrative:
The device was evaluated by the manufacturer and the upon disassembly the impreglon coating worn off the collet. Impreglon coating wear debris will cause the collet lever to stick and not release an inserted wire or pin. This is not a repairable device.

Event description:
It was reported that the wire collet would not hold a wire due to the impreglon coating wearing off. There was no pt involvement or adverse consequences related to this event.